Event description:
It was reported that the customer was changing her infusion set when she received a compromised force sensor system alarm, which reset her insulin pump. The customer stated that this continued to happen over and over again. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Explained that a possible cause of the alarm was that, during seating, the force sensor did not detect the reservoir. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked case at the reservoir tube window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.